Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the during an implantable cardioverter defibrillator (ICD) change out, ICD attempted two shocks after successful detection of ventricular fibrillation (vf). Energy delivered was <1 joule for each shock and external rescue was required. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.